Event description:
The doctor called for assistance with suspending the pump. It was reported that the customer went to the hosp because customer was acting like customer had low blood sugar levels. The customer took a glucose tablet to treat lbg. It was indicated that the md does not know the cause of customer's behavior. Troubleshooting was done and there were no significant findings. It was stated that the md has been adjusting the customer's basal rates often.